Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event occurred due to the damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components (integrated circuit chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. The event can be prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.7 inspection of the endoscopic system confirm that the 3d endoscopic image is displayed normally in wli and nbi observation. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 confirm that the touch panel shows the ¿main¿ screen on the video system center (otv-s300). 3 to perform the 3d adjustment, ignite the lamp and adjust the white balance according to the instructions given in the video system center. 4 tap the ¿option¿ button at the bottom left of the touch panel of the video system center. 5 if the ¿3d adjustment¿ status is ¿incomplete¿, perform the following operations (6 through 11). If the ¿3d adjustment¿ status is ¿completed¿, jump to step 12. 6 set the observation mode to the wli according to the instructions given in the video system center. 7 insert the distal end of the endoscope into the 3d adjustment cap (maj-2266) until it stops. 8 tap the ¿execute¿ button of the ¿3d adjustment¿ on the touch panel or press the custom switch to which the ¿3d adjustment¿ is assigned, holding the endoscope with a hand so that it will not move. In case of remote switch of endoscope, press the remote switch for about one second. 9 confirm that ¿completed¿ is displayed in the ¿3d adjustment¿ status and the message is displayed on the monitor. 10 if the 3d adjustment is not completed, repeat step 2 through 10, referring to section 5.2, ¿troubleshooting guide¿. 11 remove the 3d adjustment cap from the distal end of the endoscope. 12 put on the 3d glasses supplied with the 3d monitor. 13 observe the palm of your hand in the wli and nbi endoscopic images. 14 confirm that light is output from the endoscope¿s distal end. (See figure 3.20) 15 adjust the brightness level as appropriate. 16 take off the 3d glasses and confirm that the right-eye and left-eye images are displayed the same. 17 put on the 3d glasses again. 18 close the right-eye and left-eye alternately while observing the 3d endoscopic image to confirm that there are no differences in color and brightness between the right-eye and left-eye images. 19 touch the target object using a hand instrument while observing the 3d endoscopic image to confirm that a sense of depth is normal. 20 confirm that the 3d endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 21 move the joystick slowly in each direction until it stops. 22 confirm that the 3d endoscopic image does not momentarily disappear or display any other irregularities during wli and nbi observation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿3d image was not displayed¿ was not confirmed. The device evaluation found the adhesive on the bending section cover was chipped. Additionally, the control unit, grip, switch number 1, light guide connector, light guide cover glass, video connector, video connector case had scratches. Due to damage on the changed coupled device unit, the image had white dots. The image sensor pixel error occurred. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the three dimensional image was not displayed from the endoeye flex 3d deflectable videoscope. The issue was found during an unknown therapeutic procedure. The facility completed the intended procedure with another similar device. There was no reported delay. There were no reports of patient or user harm associated with this event.